Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a high blood glucose event on 10-mar-2026 due to the infusion set patch being folded or stuck to itself prior to insertion. The patient was treated with a correction bolus administered via the pump, replaced the infusion set, and successfully resumed insulin delivery.